Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during da vinci-assisted surgical procedure, the large suture cut needle driver instrument was broken. The procedure was completed with no patient harm. Intuitive surgical, inc. (Isi) followed up with the surgeon and obtained the following additional information on 29-jan-2026: the instrument had a broken cable.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.